Manufacturer narrative:
All available information indicates that the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post lead revision, this lead was observed to be dislodged. The device was reprogrammed. It is unknown if a lead revision procedure would be performed to correct the dislodgement. To date, no adverse patient effects were reported with this clinical observation.